Event description:
This customer reported that the ortho provue analyzer interpreted a positive antibody screen result as negative. The issue occurred in 2008. Visual inspection of the gel card showed the reaction was positive. Anti-d was identified in manual gel test. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. A field engineer arrived at the site and performed adjustments to the reader camera and created a new reference image to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.